Manufacturer narrative:
Additional info will be provided, once the investigation is completed.

Event description:
It was reported that the unit was taken out of the box, turned on, and an e-3 error signal was observed.